Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The transseptal puncture (tsp) was completed using versacross connect. The physician removed the versacross, inserted the pigtail catheter, and was drawing back on the manifold via the pigtail catheter. There was an issue drawing back with the manifold, so it took about 10 minutes to change out the manifold as it was believed there was a hole in the system. After this was successfully changed, we were able to draw back on the pigtail, get a pressure, and complete the contrast shot without an issue. While changing out the pigtail catheter for the wds, the physician noted that there was no bleed back from the was sheath. The physician aspirated from the was sheath side port and a large clot was removed. There was no clot on the pigtail. The physician then continued to aspirate to ensure there was no remaining clot and proceeded with the wds insertion and deployment. There was no smoke or clot noted on the pre-transesophageal echocardiography (tee) nor during the case. The physician believes that while they were changing out the manifold, the stagnant blood in the sheath created a clot near the tuohy of the sheath. The patient woke up with no issues, but will continue to be monitored. No active clotting time (act) was run, but 20,000 units of heparin were given total, half prior to transseptal and half afterwards.